Event description:
It was reported that an unknown amplatzer piccolo occluder was selected for implant on an unknown date. Post-implant the device migrated distally and caused an aortic coarctation. Some of the device was surgically explanted from the patient and the aorta was surgically repaired. On an unknown date the patient passed away due to bleeding following an aortic repair surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B2 - date of death: date of death was estimated as (B)(6) 2024 as this was the date the information regarding the patient's death was received by abbott.

Manufacturer narrative:
An event of device embolized which caused an aortic coarctation and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. Potential causes of embolization may include inadequate sizing or placement of occluder (anatomical or user technique) or patient related factors (physiological factors resulting in sudden increase in blood flow or ductal spasm). It was noted that the patient passed away due to bleeding following the aortic repair surgery. Based on the information received, the cause of the reported incident could be procedure related, however cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. From medical review: "an aortic obstruction following pda closure in premature infants is a known potential complication following implantation of the piccolo occluder. In this case it was reported that the device was implanted without using echocardiographic guidance to confirm device position. Most likely the device was not positioned optimally within the ductus arteriosus and part of the aortic disc may have been protruding into the aorta. However, without access to imaging this cannot be confirmed. The cause of the migration and death is most likely procedure related."

Event description:
It was reported that an unknown amplatzer piccolo occluder was selected for implant on an unknown date. Post-implant the device migrated distally and caused an aortic coarctation. On an unknown date the decision was made to surgically explant the distal portion of the device rather than the whole device. The device had wire fragments from the cut made to the device still in the aorta. A non-abbott stent was used to repair the site. Following the surgical procedure, the bleeding could not be stopped. The patient passed away due to bleeding following the aortic repair surgery.